Event description:
Device 2 of 2. Reference MFR report: 1627487-2012-11485. It was reported the pt received two trial leads, and reported urinary frequency and an issue regarding her left leg locking up, which was causing her to fall. The physician removed to trial leads. It was reported the pt had a suture removed at a later date which caused the pt discomfort. F/u identified the pt had been hospitalized due to a blood clot in her left leg on (B)(6) 2012. Further f/u identified the pt had been discharged from the hospital and was receiving coumadin shots to address the clot. It was reported the pt had an infection in her knee due to injections from an orthopedic physician. The pt was not scheduled with her implanting physician due to other physician appointments.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.